Event description:
It was reported that during reprocessing the da vinci si surgical mega suturecut needle driver instrument was noted to have a wire sticking out. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the cable was frayed and derailed at distal idler pulley. The frayed cable section was approximately 0.23 in length. No damage was found on pulley. No other damage was found.